Event description:
Additional information was received from the patient. They reported that they didn't know what caused the pain, but they turned their device off and are waiting until they see their doctor on (B)(6) 2024. The cause of the stimulation the implant and lead site were not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2wbf6. Implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2wbf6, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that probably for the last two days, the patient has had stabbing pain at both incision sites. The caller stated that the therapy had been helping the patient and that in the past the patient had been feeling the stimulation comfortably in their vaginal area, but then 2 days ago, the patient no longer felt the stimulation any longer, and the therapy stopped helping the patient's symptoms. The caller stated they tried each program since and increased the stimulation up higher, but the patient didn't feel the stimulation in the bike seat but rather at the ins and stimulation at lead sites. The caller stated the higher the stimulation went, the patient started feeling a stabbing pain at both incision sites to a point where the patient was crying and asked the caller to just turn the therapy off because it was so painful. The caller stated they turned the therapy off; however, the pain continued and kept getting "higher and higher" even though the therapy was off. The caller stated the patient saw their health care provider's (hcp's) nurse today, and the nurse told them to go to the emergency room because the patient's pain was so bad. The caller called patient services while sitting in the ER with the patient. The caller stated x-rays were taken, but they were still waiting on the results, and the ER was telling them they couldn't "touch that system" and that the patient's urologist needed to look at it. The caller was worried the lead or ins was sitting on a nerve or something was wrong with the system's placement that caused this issue. The caller denied the patient had any falls or traumas, and patient services reviewed other activities that labeling pointed out to be mindful of, and the caller stated the patient went to an amusement park and rode roller coasters 2 weeks ago and mentioned the patient had been hit by a big wave at the beach and wondered if those things had caused the current issue. The caller stated the nurse had told them that going to the amusement park wouldn't do anything to the implanted system. The caller denied that the incision sites felt warm to the touch or looked red. The caller stated they were hoping that a medtronic representative could reprogram the patient to resolve the issue rather than having to do another surgery. Patient services reviewed the role of the rep with the caller and redirected the caller to follow up with the patient's health care provider (hcp) to check the implanted system and also provided the caller with the nas number if a health care provider (hcp) needed to page a medtronic representative to help assess the situation. .